Event description:
The hospital reported a product experience with a heartstring iii. The sales rep visited the hospital and noted that the hospital could not provide any additional information on the case. The sales rep spoke with the surgeon, pa, and circulating staff and no one could recall the details.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for fail to load. A lot history record review could not be performed as the product lot number is unknown. (B)(4).